Event description:
The surgeon stated the device was difficult to insert. During the case, the hcp noted leaking around the cannula insertion site. The device was used throughout the procedure and was not changed-out. Two days following case completion, the pt was found to have an aortic dissection and expired. Pt's condition prior to the case indicated a friable aorta.